Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found enclosure, water tank cover around bolts and line cord were damaged. Functional testing was done by attaching a disposable and powering up the unit. The reported problem was unable to be replicated. No problem was found. No root cause could not be determined as the complaint could not be confirmed. Based on the age and condition of the unit, it was determined it should be scrapped. UDI is unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that there was a disposable sensor switch problem. No patient injury was reported.